Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01-oct-2018 with the following findings: on examination, the keypad cover was intact and without damage. There was no contamination or defect of the button contacts. On testing, the ok button was confirmed to have a response issue; the ok button was unresponsive. The remainder of the keypad buttons demonstrated normal response. There was evidence of moisture corrosion inside the pump on the keypad connector, on the display board and on the transceiver board. Investigation duplicated the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; under responsive ok button. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.